Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The date of the events is unknown. According to the article all implants were completed between 2017 and 2019. For this reason, the first day of the range was used as the occurrence date. In this case, the exact valve model number and serial number are not available. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the regurgitation is unknown, however, may be due to patient/procedural factors and/or mechanisms (cardiac remodeling) described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference article: (B)(4).

Event description:
As written in an article, 'early outcomes for surgical minimally invasive sapien 3 transcatheter mitral valve replacement', a study between 2017-2019, 16 patients underwent a valve in valve procedure in the mitral position and the following was observed: 2 patients with moderate/severe pvl requiring intervention (transvalvular balloon inflation and one with an occluder).

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2021-01114.